Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. A partial separation with abrasion adjacent to it was also noted on the exhaust tube of cylinder 1. Testing revaeld this to not be a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube and inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was also noted on the longer exhaust tube of the pump and detached inlet tube. No functional abnormalities were noted with the pump, cylinder 2 or detached inlet tube with connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a loss of fluid. The device could not be inflated/deflated. A crack in the tubing at the right cylinder was observed. The device was explanted and replaced with another inflatable device.